Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of not being able to communicate with system monitor was confirmed. Visual inspection of the returned patient cable, lot 35133630412, revealed bent pins on pin 6 and pin 5 which are for receiving and transmitting communication, respectively. The patient cable functioned as intended and was able to communicate with the system monitor after straightening the bent pins. A root cause of the reported event was determined to be bent pins; however, a root cause of the bent pins was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The power module instructions for use (IFU) under precautions section stated to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. The heartmate 3 left ventricular assist system (lvas) patient handbook section 3 - "powering the system" and the heartmate ii lvas patient handbook section 3 - "powering the system" instruct users to not join misaligned connectors, and to use care when connecting and disconnecting power sources. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable was connected to the power module and monitor but was not allowing data communication. The patient cable was replaced. There was no patient involved and no alarms reported for this event.